Manufacturer narrative:
Received one (1) new list #142550489 primary plumset for evaluation on 5/31/2024. As received no damage or anomalies were noted. The set was leak tested per specifications. No leakage was observed. The complaint of seepage or dripping from the filter can be confirmed based on a lot history review. The probable cause is due to a pinhole in the filter. The damage is typical of an electrostatic discharge to the filter vent during manufacturing. The lot history was reviewed, and a complaint of leakage was confirmed on a returned sister samples due to a small, centralized pinhole in the filter.

Manufacturer narrative:
E1 - extension number - (B)(6). The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the problem was that there was seepage or dripping from the filter. The customer stated that they were able to continue chemo (unspecified) treatment, wrapped the filter with a glove, pricked and tapped but then the event happened again on friday, may 3rd. There was patient involvement but harm was no reported as a consequence of this event. The issue happened 4 times.